Event description:
The customer reported that the insulin pump is delivering too much insulin, and her blood glucose has dropped to 58mg/dl. The customer was sweating while she was watching tv. Troubleshooting was performed. The customer ate breakfast and two lunches, but her blood glucose was low. The last set change was at time of call. The bolus history was reviewed and no accidental button press found. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.